Event description:
A tandem mobi cartridge alarm was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer, guided by technical support, will use a backup insulin pump during the interim. Technical support confirmed the issue and arranged for a replacement pump to be sent. The customer was instructed on necessary procedures, including putting the current pump into storage mode and returning it with a prepaid label.